Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was when the patient's implant was still at 100% and the pt did not think it should have been. Pt stated the controller displayed stimulation as off. Patient did not know how to turn the stimulation back on. Agent reviewed information and that if the implant had depleted to certain level the therapy would turn off on its own and they would need to turn it back on manually. The issue was resolved through troubleshooting and agent documented reported information.